Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the device could not be started due to a pressure sensor circuit board failure. It was also noted that the damper was damaged. Additional information has been requested regarding this event. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the front panel of the high flow insufflation unit turned off and an alarm sound was occasionally generated. The issue was found prior to an endoscopic examination. The procedure was completed with the same set of equipment. There were no reports of patient harm associated with this event.

Event description:
Additional information was received from the customer which confirmed, the issue was found by a nurse prior to an endoscopic examination. The procedure was delayed about 10 minutes and then it was carried on normally.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see updates to b5, d4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the device turned off and the alarm sounded due to a faulty circuit board. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.